Event description:
Pump declared an altitude alarm, causing insulin suspension. There was no adverse impact to customer's blood glucose level. Customer had previously experienced this issue and was instructed by technical support to clean speaker holes and reconnect the cartridge, which resolved the problem. Pump resumed normal operation, and customer received advice to prevent future alarms.